Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the battery of the heart lung console would not retain a charge. The user stated, the device was unplugged to transport to another room and when it was plugged in, the battery went dead. An alternate device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Investigation anticipated, but not yet begun.